Manufacturer narrative:
There is no way to know whether this device was manufactured by (B)(6) industries ltd since there was no model number provided and the device was not returned for evaluation.

Event description:
Per importer's MDR: MDR decision date: (B)(6) 2013. (B)(6) 2013 - seh. No serious injury alleged. Malfunction alleged. Provider states plate on footrest is broken. Model number given. T93he, and the date code are for the foot rest. No chair model number or serial number given. MDR filed.